Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident. Assisted customer to troubleshoot for high blood glucose value as they stated insulin pump deliver insulin and they knew the reason of high blood glucose value. Assisted customer to turn on the auto mode feature. The device will not be returned for analysis.